Manufacturer narrative:
The pump was returned to animas for eval. During eval the force sensor assembly was found to be damaged and the force sensor was found to be out of calibration. Unrelated to the complaint, display was reddish tint.

Event description:
Pump was returned for multiple loss of prime alarms. Eval revealed a damaged force sensor assembly and an out of calibration force sensor. This report is being made based on the eval results.